Event description:
Info received indicates the CPR function is not working from the foot lever.

Manufacturer narrative:
The technician isolated the issue to a stuck valve seat. He replaced the valve to repair the bed.